Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The suction channel tested positive for 45 colony forming units (cfu) of rhizobium radiobacter, 4 cfus of pseudomonas aeruginosa and 24 cfus gram negative rods even though the suction channel had been washed several times. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on their cleaning, disinfection, and sterilization (cds) process stating the manual cleaning detergent is sekusept multienzyme. The customer aspirates water through the channels and flushes out the air/water and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder, instrument channel port and distal end using the brush bw-412t from olympus. The scope was not manually disinfected. The customer uses automated endoscopic reprocessor (aer) medivators advantage, along with detergent intercept and disinfectant rapicide a+b. The aer was not cultured. The endoscope was stored in a drying cabinet (model: medivator endodry). The endoscope was not sterilized. The device was returned. All channels were sampled and there was no bacterial detection. The customer allegation could not be confirmed. The obtained results are in conformance with the requirements. The returned device was evaluated. There were few findings. The ceiling plate was deformed. Switch box had a dent. Due to damage on charge coupled device (ccd) unit, the image had white dots. Adhesive on bending section cover was worn out and discolored. The coating of the connecting tube was peeled off. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to deformation of bending tube, bending angle in upward direction exceeds the standard value. Due to damage on channel tube, forceps could not be inserted smoothly. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.